Event description:
It was reported via repair work order that the litter frame was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4) - no repairs conducted. Bed removed from service.

Manufacturer narrative:
Follow-up submitted as this complaint was previously reported in medwatch #0001831750-2013-07085.

Event description:
It was reported via repair work order that the litter frame was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.